Event description:
In 2002 pt had lower back surgery. Dermabond adhesive was used to close the incision. After ten days post-op the pt experienced pain and swelling around the incision site. MRI and blood work were normal in 2002. Decadron was prescribed and the swelling subsided, however other symptoms appeared, nausea, difficulty walking, blurry eyesight and tinnitus. Pt also complained of muscle tightness and generalized pain. The pt then went to emergency room.